Manufacturer narrative:
(B)(4) k081425. Event evaluation: a review of complaint history and device history record was conducted during the investigation. The device will not be returned for evaluation. Per the customer report, the locking sleeve detached from the catheter during removal of the device and remains in the patient. There is no indication that the patient was harmed or experienced negative health effects as a result of this event. This is a known failure mode that is documented in the dfmeca for this device. Manufacturing records were reviewed and no evidence of nonconformity was found. No other complaints have been filed for this product lot. There is no evidence to suggest the product was not manufactured to specification. It is unclear if the silicone sleeve detached because of damaged caused by a surgical tool, improper attachment, mechanical defect, or if the duration of the implantation contributed to the event. Without more information, a root cause cannot be conclusively determined.

Event description:
When the user was taking the port out, the catheter sleeve detached from the catheter and was left in the patient as a foreign body. They chose to leave the sleeve in the patient. The catheter was placed on (B)(6) 2012. No additional information has been provided in regards to the decision whether the sleeve will be removed or be left in the patient.